Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 9 january 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that the inner shield was difficult to remove prior to use with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: consumer reported, he had a difficult time removing inner shield before injection. He is new to injection, this is his second day using the product 1 pen needle affected.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the inner shield was difficult to remove prior to use with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: consumer reported, he had a difficult time removing inner shield before injection. He is new to injection, this is his second day using the product 1 pen needle affected.